Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the hospital after receiving a vibratory alert for high, out of range hv impedance. The impedance was retested multiple times, and it was within normal range. The vibratory alert was turned back on and the patient was sent home. The following day, patient received another vibratory alert for the same reason and presented to the hospital. A decision was made to revise the rv lead. The rv lead was capped and replaced on (B)(6) 2016. Patient was in stable condition.